Event description:
It was reported that the ventricular lead capture threshold increased to 1.7 v, 1.0 ms and sensing amplitude decreased to less than 2.0 mv. The lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.